Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of blood results reading "hi". Customer states that he feels well and requires no medical attention. Customer's expected blood results are 100mg/dl fasting. Verified the strips expire 09/21/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, hi and hi not fasting. Reviewed meter memory: hi; fasting: no, hi; fasting: no, hi; fasting: no, hi; fasting: no, hi; fasting: no. Adverse event not reported.